Manufacturer narrative:
Patient codes: (B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulties are related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while unpackaging a 3.75x12 nc trek rx balloon dilatation catheter, the protective sheath was very difficult to remove, but was ultimately able to be removed with force applied. The device was not used in the patient due to the difficulty with removing the sheath. Another same size nc trek rx was able to be unpackaged, prepped, and used successfully in completing the procedure without issue. There was no occurrence of a clinically significant delay. No additional information was provided.